Event description:
An endurant stent graft was implanted in the endovascular treatment of a 81mm ruptured aneurysm on an unknown date. It was reported that at 4 months the patient had a embolization procedure for a type ii endoleak with no growth but a recent rupture. The procedure was unsuccessful and the patient required a graft extension.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; onyx¿ cast fragmentation after embolization of endoleaks keegan c, lechareas s, torella f, yuan chan t, fisher r, mcwilliams r journal of endovascular therapy 2022, vol. 29(2) 266¿274 https://doi.org/10.1177/15266028211045701. If information is provided in the future, a supplemental report will be issued.